Event description:
It was reported a mobile thrombosis noted. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Activated clotting time (act) was 435, a full dose of heparin was given prior to transseptal. The procedure progressed normally with transseptal puncture using watchman trusteer access sheath (was) and versacross connect. The patient had a posterior chicken wing left atrial appendage (laa) anatomy. The 27mm wds was deployed, and several attempts were made to place device, but was unable to position device correctly. The physician decided to downsize to a 24mm wds and attempt to place the device deeper into the laa. The physician was able to place the device in a good position on the second deployment. After device was in place, a clot was noticed on the threaded insert and core wire. The physician advanced the sheath close to the face of the device and aspirated 60-100ml of blood. The thrombus appeared to have resolved as noted on intracardiac echo (ice) imaging. The physician assessed position, anchor, size and seal (pass) criteria and released the device to close the laa. There were no patient complications. The patient was discharged the same day. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.